Manufacturer narrative:
H4 - device mfg date from 7/7/2022 to 6/9/2022. Changed d4 catalog # from int1-d001-mg to pdm-h001-g-xx. Changed d4 ¿ serial # from -none to (B)(6). Changed d4 - model # from pt-000010 to pt-000409. Changed d4 - unique identifier (UDI) # from (B)(4). Changed pdm lot # from d4 - lot # ph1k07072231 to h000463l.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) battery will not charge. The patients reported blood glucose level was over 250 mg/dl.